Event description:
Bmbx [bone marrow biopsy and aspiration] performed by provider. Pt. Reported to have extremely hard bones and providers were having difficulty advancing jamshidi into posterior iliac crest. Providers decided to end procedure as procedure was unsuccessful. Pa [physician assistant] was slowly and carefully unwinding jamshidi and "crack" sound was heard. Jamshidi broke with approx. 1 inch of end of jamshidi needle inside pt. Ice applied to site after dressing/cover was placed. This rn gave pt. Antibiotics IV per order. Provider decided to leave the needle in as the risk outweighed the benefits to remove.